Event description:
Boston scientific received information that this patient presented with an infection of the around the implantable cardioverter defibrillator (ICD) pocket. The device and right ventricular (rv) lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
--

Manufacturer narrative:
Added observation code.